Event description:
An autotome sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure on a patient (gender, age and weight unk) in 2007. According to the complainant, "the cutting wire was broken immediately after the electricity was turned on." Reportedly, the patient was reported as "good" following the procedure.

Manufacturer narrative:
A visual examination of the returned device revealed a discoloration of the cutting wire at the distal end, but the wire was not broken. The hypotube was bent and protruded through the extrusion wall. The extrusion wall appeared burnt, melted and jagged. Although the exact cause of the damage cannot be determined, possible causes include: (1) improper tome positioning, allowing the cutting wire to contact the endoscope, resulting in a short circuit, and (2) excessive power applied to the cutting wire due to improper generator settings. A review of the device history record for the pertinent lot was performed; no relevant anomalies were noted. A search of the complaint database found three complaints recorded for this lot number; two of these were for similar issues. The third complaint was reported for "injection balloon hub leaked."